Event description:
It was reported that the stimulator stopped working. When the system was explored in the operating room it was found that the battery was separated from the cable, and the cable was not in the pocket. The cable broke at the connection to the battery. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.